Manufacturer narrative:
Other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the device is received for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact h3 other text : device not returned to the investigation facility.

Event description:
The customer reported that even after replacing the battery, the device blacks out without any low battery alarm. There was no patient impact or consequence reported.